Event description:
Customer called to report the insulin pump has a crack and is chipped at the top of the battery compartment. Blood glucose reading was 404 mg/dl. Customer stated that this is from wear and tear. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip and minor scratched display window. (B)(4).